Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported restenosis is a known adverse event listed in the mini vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a multilink mini vision stent was placed in the mid left anterior descending artery. The patient had a stress test which revealed no blood supply at the back of the heart and revascularization with a 2.75 x 23 mm non-abbott drug eluting stent was performed inside the stent. There was no reported issue. There was no reported patient sequela. No additional information was provided.